Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd phaseal¿ optima injector n40-o, leakage was observed at the connection. The following information was provided by the initial reporter: after the closing the pump and checking the line, I saw 1 drop of the avelumab drip to the base of the pump from the inside of the injector.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2105303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. During manufacturing, leakage testing is performed, penetrating the membrane ten times to verify if any leaks occur. Testing was reviewed for lot 2105303, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the injector along with a sample connector, in all cases the injector and connector were properly connected, all results were found to be acceptable with no leaks identified. Dimensional testing was also completed, including the luer thread, verifying all critical dimensions are within specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that while using a bd phaseal¿ optima injector n40-o, leakage was observed at the connection. The following information was provided by the initial reporter: after the closing the pump and checking the line, I saw 1 drop of the avelumab drip to the base of the pump from the inside of the injector.